Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
It was reported that during an abdominal aortic aneurysm treatment procedure, a missing coil was noted. The anatomical location for treatment was the lumbar artery. A 2d 3mm x 6cm interlock detachable coil was selected for use. However, after the coil was loaded and advanced with the coil pusher it was noted that the coil was not at the end of the pusher. The physician looked along the length of the micro catheter, the embolization site, in the sheath and in the distal vessels; however, no coil was located. The physician believes the coil was never loaded onto the end of the coil pusher. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.